Event description:
It was reported the pt's ((B)(6)) ipg is turning off without prompting. The pt denies any magnetic interference within her house which may attribute to this matter. There are no plans for invasive intervention at this time; however, the pt's issue will continue to be monitored.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.